Event description:
On the hospira a-line monitoring device there is a small stopper for flushing which is opened by pulling on a short plastic pigtail. When rn pulled on pigtail to flush, it broke off. This renders the flush stopper inoperable. Rn reports that this is a common occurence with this particular device. Intensive care unit (ICU) has discontinued stocking this device and has switched to another with a different style flush. Failed device was placed in the cardiovascular operating room where it is still stocked. Device failed while patient in ICU post-operatively.